Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was returned and failure analysis testing was performed. The instrument was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was no material missing as a result.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the gasket was found have fallen off the harmonic ace instrument. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer took about 50 minutes to retrieve all fragments that fell inside of the patient during the same procedure. An x-ray was performed to check for any remaining fragments. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not receive the da vinci product with an alleged issue to perform failure analysis. A review of a provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it was difficult to tell from this image, there were some optical artifacts in the area that would normally be seen with the teflon pad. No other details could be determined without the return and analysis of the instrument.